Event description:
It was reported that it was difficult to insert the sheath during catheter placement. The sheath insertion failed because the sheath was too long and there were burrs in the proximal segment, which made it impossible to insert the sheath.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refx2746 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that it was difficult to insert the sheath during catheter placement. The sheath insertion failed because the sheath was too long and there were burrs in the proximal segment, which made it impossible to insert the sheath.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged sheath is confirmed but the exact cause remains unknown. Two photos of a 4.5 fr microez microintroducer were provided for evaluation. Both images show the microintroducer on top of a drape. Blood residue is present on the dilator and sheath. The peel tabs and the sheath have not been split. The tip of the sheath is observed to be deformed and bunched inwards. A bend in the dilator is also present. Based on the description of the reported event and photos provided, possible contributing factors include damage during handling, advancement against resistance, and insertion technique. Since the deformation on the device and evidence of a difficult insertion was noted, the complaint is confirmed; however, the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.